Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer had been using the same cartridge for over 2 days using lyumjev insulin. Tandem customer technical support informed customer that lyumjev insulin is indicated for use with tandem supplies for 2 days. Customer changed cartridge and infusion set to address the issue and resumed insulin.